Event description:
Follow up information received reported that the primary site of the infection was the lead track and cultures that were taken grew (B)(6). Patient symptoms of redness, drainage, and pain were reported. Treatment for the patient included oral antibiotics and explant of the entire trial neurostimulator system. The patient outcome was reported as "unknown". If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that there was an infection. Symptoms included a fever and a "drying itch from the sites." "The sites" likely referred to device implant sites. It was noted that the patient's health care provider didn't mention where the infection started. The reporter stated that the device trial started on (B)(6) 2012 and after two weeks the patient had to have it removed due to the infection. It was reported that the trial "worked great" the first week. The reporter stated that once the patient healed up she hoped to get "the second one" put back in. The patient was given a sample of the lead wire so an allergist could make sure she didn't have an allergic reaction to it. It was noted that the patient also wanted a sample of the implantable neurostimulator material for the allergist. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).